Event description:
The fixation was put in place in 2000. A co rep was not present during the surgery to verify that the proper technique was used. The fixation subsequently "pulled out" according to the physician. A second surgery was performed to revise the fixation.